Event description:
It was reported that during insertion of the intra-aortic balloon, blood was seen entering the catheter. The intra-aortic balloon was removed and replaced without any complications.